Event description:
Dexcom's g6 sensors are labelled for use for 10 days. However, the sensors consistently and reliably begin to fail on the 7th to 8th day of use, resulting in remarkably inaccurate glucose readings that can cause my tandem t:slim x2 pump to incorrectly over-bolus me (with its control-iq technology) and lead to iatrogenic hypoglycemia. Most recently, this occurred with a sensor from lot # 7317140 with an expiry date of 03/31/2024. However, this has happened with several of dexcom's sensors. Because of this quality issue, I have been put at risk for serious medical complications due to over-bolusing. Luckily, I have been able to catch and treat the hypoglycemias before they become too serious. I try to wear the sensor to its marketed 10 days of use; however, I often have to replace it with a new sensor because of how inaccurate it is and its risk to my safety. This has occurred with >10 sensors over the past 6 months and has occurred with insertion sites on my arms and abdomen. I have also only used acetaminophen at an appropriate dose only 2-3 times over the past 6 months. Test results provided above are from two recent incidents on the 8th day of use of a g6 sensor (lot #7317140) with disparate results between the more accurate fingerstick glucose test and the dexcom cgm; (B)(6) 2023: onetouch fingerstick glucose 127 mg/dl and dexcom cgm 52 mg/dl (B)(6) 2023: onetouch fingerstick glucose 223 mg/dl and dexcom cgm 300 mg/dl note: all dexcom readings provided were accompanied by an arrow, indicating that the reading is more likely to be reliable and accurate.